Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dr4074 pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. These malfunctions involved three patients with no consequences. Two malfunctions involved 56 year old male and the remaining one patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the three reported malfunctions; therefore, a lot history reviews were performed. The sample was returned to the manufacturer for two malfunctions and the remaining one sample was discarded. Out of three malfunctions, two are confirmed for the alleged balloon rupture issue. The remaining malfunction is inconclusive for the reported balloon rupture as the device was not returned. A definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Manufacturer narrative:
The lot number was provided for the three malfunctions; therefore, a lot history review will be performed. The sample was returned to the manufacturer for two malfunctions and the remaining one sample was discarded, and the company is still investigating the issue at this time.

Event description:
This report summarizes three malfunction. A review of the reported information indicated that model dr4074 pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. These malfunctions involved three patients with no consequences. Two malfunctions involved (B)(6) year old male and the remaining one patient's age, weight and gender were not provided.